Manufacturer narrative:
Full address of the facility is 4th floor of (B)(6). The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that there is foreign material clogging the forceps channel. This is attributed to failure to clean adequately. Other observations for the device: channel cleaning brush is not inserted well due to blockage of channel tube; liquid leaks due to damage of channel tube; adhesive part of distal end rubber coating (a-rubber) is broken; switch (sw) sw1 and sw2 are deformed; angulation in the up direction is out of standards due to worn angle-wire; and gap of up/down knob is out of standards due to worn angle-wire. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use a foreign object was found to be stuck in the forces port. There is no patient involvement. The intended diagnostic procedure was completed with another similar device with no delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the biopsy channel was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU. Instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. The device was successfully reprocessed prior to the foreign object found during pre-inspection before procedure. The identity of the foreign material is unknown. It is not possible that the device with the presence of foreign material was used in a procedure. Reprocessing information: pre-cleaning for this device performed device immediately after the previous procedure. The pre-cleaning steps and detergent used not provided as unknown. Presoaking of the device was done prior to manual cleaning of the device being performed. The device channels were brushed with a single use brush. Manufacturer and model number of the brush and cleaning and disinfectant solutions not provided as unknown. The device was appropriately rinsed before manual disinfection. All channels were flushed with and immersed in the disinfectant. The water quality checked in the final rinse. Information for use of automatic endoscopy reprocessor (aer) to reprocess the endoscope and storage of the device after reprocessing not provided as unknown.